Event description:
It was reported that when the instrument tray was opened for knee arthroplasty, the rubber ring was noted to be disassembled from the patella clamp. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h4, h6, h11. A visual inspection of a photograph provided identified that a rubber ring was not apparent on the device, however, the issue could not be confirmed without return of the instrument. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.